Event description:
It was reported that on (B)(6) 2021, the patient took it upon themselves to change their primary controller to their backup controller because of a crack in the outer driveline casing and an alarm that said to change their backup battery. The patient said their device was ¿alarming constantly¿. The patient has a long-standing history of medical non-compliance. A review of the log file revealed multiple driveline faults, low battery hazard, and low battery advisories alarms. The old primary was disposed of because of the exposed wire on the cable. Related manufacturing report number: 2916596-2021-07871

Manufacturer narrative:
The controller exchange and associated alarms were reported under MFR # 2916596-2021-07871. Investigation of log files for the exchanged controller, serial number (B)(4), revealed that the reported alarms may have been associated with power cable damage on the controller. This report is being sent to capture the system controller damage and associated malfunction. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file. The heartmate ii system controller (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (03dec2021 from 01:51:17 ¿ 05:32:23 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred at the time stamps of (B)(6) 2021 from 01:52:53 ¿ 05:30:31. The driveline was disconnected at 05:32:22 and the controller was shut off at 05:32:23. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The extent of the power cable damage is unknown. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the exposed wires may have contributed to the reported event. Heartmate ii instructions for use (rev. C). Entitled ¿system operations¿ and heartmate ii patient handbook (rev. C). Entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C). Entitled ¿system operations¿ and heartmate ii patient handbook (rev. C). Entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use (rev. C) entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.